Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in germany, there was difficulty with valve alignment and the 29mm sapien 3 valve was deployed in the descending aorta. ¿a lot of force was needed to push the valve through the e-sheath. Then the valve alignment was not possible. The valve only went to the middle marker. Fine alignment not working and not possible to pull the balloon shaft manually.¿ the valve was deployed in the descending aorta. However, as the valve alignment was not correct, it was only half inflated, a nucleus balloon was inserted to completely inflate the valve. The devices were removed and the case was aborted. The patient had moderately tortuous access vessels.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Upon visual analysis, the inflation balloon was intact, wrinkled, unfolded and un-pleated, there was a slight bulge on flex catheter tip just proximal to flex tip and the flex tip was damaged on the edge that rests against the valve likely due to the valve struts. There were no other abnormalities observed. Dimensional analysis of the flex tip outer diameter (od) was measured and found to meet specification. During functional analysis, the delivery system valve alignment and fine adjustment functions were successfully performed prior to the decontamination process. After the decontamination process, the valve alignment and fine adjustment functions were successfully performed without a valve. There was no slippage observed and no performance or functional abnormalities were noted. No relevant functional testing could be performed with a valve due to the condition of the returned device (inflation balloon wrinkled, unfolded and un-pleated). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Procedural and patient factors can affect the force required to complete valve alignment. Residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30 % during prep) after de-airing can increase the force required to perform valve alignment. Calcification and tortuosity of the access vessel may constrain the device during valve alignment and increase the force necessary to advance the thv in the proper position. Available information suggests it is possible that patient factors (moderately tortuous access vessels) contributed to the difficulty with valve alignment. The complaints for difficulty with valve alignment and fine adjust difficulty could not be confirmed based on successful functional testing. No labeling inadequacies were identified. No manufacturing issues were found in the returned sample. Review of complaint history revealed that the occurrence rate does not exceed control limits for these trend categories. Therefore, no corrective or preventative action is required at this time.